Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that devices were not communicating. A technical support specialist resolved the issue after confirming that the device was communicating properly with no issues detected. No further action required

Event description:
It was reported that when using the bd pyxis¿ es server, devices was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, devices was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.